Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported unspecified bd¿ phaseal optima infusion adapter c-100 broke causing leakage. The following information was provided by the initial reporter: "came because her chemo backpack bag is wet after she had a shower, thinking that the bag got wet from showering, but when she checked the inside of the bag, the phaseal c-100 part broke off, where the chemo leaked out emptying the whole bag."